Event description:
Boston scientific received information when this patient's daughter called our company to report the patient passed away because her pacemaker reportedly did not start. Upon further investigation and information obtained via an online obituary, the obituary noted the patient passed away at the hospital following an extended illness. The patient was implanted with the pacemaker eleven days before she passed away. There were no reported allegations by any medical personnel that the device caused or contributed to the patient's death.

Manufacturer narrative:
The local representative contacted the facility where the patient had passed away. The pacemaker nurse confirmed the patient was admitted to the facility and died, however was never notified about the death. The pacemaker nurse stated that if there was an issue with the pacemaker, her team would have likely been notified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon further review, the local representative was contacted and confirmed a post-implant check was done and the pacemaker was functioning normally before the patient was discharged.